Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected by following the instructions for use which state: "- inspection of the flexibility adjustment mechanism - inspection of the bending mechanisms" three attempts were made to obtain additional information regarding the reported event, but no additional information was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonoscope's knob had locked angulation. There were no reports of patient harm.